Event description:
During verification testing at the service center, it was found that the device intermittently did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device intermittently did not sound an audible alarm tone during an alarm condition. This was due to a broken beeper. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).